Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event is unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient underwent a surgical consultation and was diagnosed with buried bumper syndrome. He was scheduled for a surgical intervention for buried bumper syndrome in (B)(6) 2020. The family decided that the intervention for buried bumper should be performed in the same day, but the patient experienced a severe psychotic episode during hospitalization in the initiation center. For this reason the patient was admitted for to a psychiatric hospital. Duodopa therapy was not stopped. The peg-j has not yet been removed and replaced.